Event description:
It was reported that balloon rupture occurred. During the procedure, a 3.00mm x 12mm and a 3.00mm x 15mm nc emerge balloon catheters were used for dilatation. Both balloons were being inflated at 18 atmospheres; however, the balloons ruptured. The devices were removed from the patient's body without any issues. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.